Manufacturer narrative:
All operating currents were within specification and no unexpected battery out limit alarms or weak battery alarms were noted. All buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. No number ramping anomaly was noted on the display. No moisture damage was noted on the motor or electronic assemblies during the visual inspection. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the insulin pump had unresponsive buttons and the numbers were scrolling on their own. The customer stated that they thought the device was water resistant. The device was exposed to rain water. The customer had the device in their pocket while walking under the rain. The customer did not know their blood glucose at the time of the event. They stated that they were about to check it when the keypad anomaly occurred. The discontinuation of the insulin pump was advised. Nothing further was reported.